Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead exhibited low pacing impedance, failure to sense, and failure to capture in bipolar test. When the test changed to unipolar, the parameters were normal. During repositioning of the rv lead, it was found that the lead helix was failing to extend. The rv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of a helix mechanism issue, low lead impedance, no pacing and no sensing were confirmed. A complete lead was returned in one piece with the helix retracted and clogged blood/tissue. X-ray examination of the lead found the inner coil was severely over-torqued in the connector region consistent with the procedure damage. The helix could be extended and retracted after cleaning and by applying torque directly to the inner coil. Measurement and electrical testing were normal, with no anomalies found. The cause of the reported events was due to over-torqued of the inner coil in the connector region and the helix being clogged with blood/tissue.